Manufacturer narrative:
The customer performed a visual check of the patient's sample and there were no abnormalities found. The customer's calibration and qc results were ok. The field service engineer's precision study results were ok. A general reagent or hardware issue could be excluded. The investigation reviewed the patient's alp reaction monitors and found the reaction curves were normal. Based on the available information, the investigation determined the event was consistent with a preanalytical sample handling issue. The investigation did not identify a product problem.

Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The field service engineer performed precision testing and observed the instrument for proper operation. The investigation is ongoing.

Event description:
The initial reporter received questionable alp2 alp ifcc gen.2 results for one patient tested on a cobas 8000 c 502 module. The customer confirmed qc was acceptable prior to patient testing. The patient's initial result was reported outside the laboratory. The customer performed repeat testing with the patient's sample on the same analyzer due to a delta failure. At 03:27, the patient's initial alp result was 110 u/l. At 06:31, the patient's repeat alp result was 71 u/l. The customer determined the repeat result was correct due to the result matching the patient's previous results. The alp reagent lot number was 523397 with an expiration date requested but not provided.